Manufacturer narrative:
Complaint no: (B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor did not flow. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured february 10, 2014 ¿ february 11, 2014. Evaluation summary: the device was received for evaluation with approximately 10 ml of fluid within its bladder. The device¿s label indicated that the device had been filled with desferrioxamine. No flow was observed when the distal luer cap was removed. Microscopic inspection of the flow restrictor revealed crystallized drug blocking the fluid path at the distal end of the glass capillary. The cause of the no flow condition was determined to be the crystallized drug blocking the fluid pathway in the flow restrictor. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.